Manufacturer narrative:
Due to character limit: e1(event site name): (B)(6) hospital, (event site address): (B)(6), (telephone): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine inspection that the cs300 intra aortic balloon pump (iabp) is not switching on. No patient was involved.